Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins went dead about a year ago; the patient said this was due to regular battery longevity however it was noted that manufacturer registration showed the ins was implanted in (B)(6) 2015. The patient said they had been feeling more pain lately and the ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.